Manufacturer narrative:
Updated f10: devices codes to better capture the allegations on this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was also noted that there were pacing pauses of four and five seconds. Subsequently, this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was also noted that there were pacing pauses of four and five seconds. Subsequently, this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.